Event description:
The doctor attempted to utilize the perclose closure device. The device was inserted into the right femoral artery but was unable to successfully deploy the device. Device was removed and 8 fr sheath was inserted. Hemostasis was achieved. The patient was transferred with no ill effects from use of closure device as it was removed and an 8 fr sheath was inserted with removal in recovery and pressure held.